Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported there was a pump problem. It was reported a fluoroscopy was going to be performed to check if the pump was flipped. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available for the date of this report.